Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash under her left breast. The patient's cardiologist advised to apply vaseline and neosporin to the irritated area. The patient reported that the irritation was improving.